Manufacturer narrative:
H1 type of reportable event was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The root cause of the thrombosis/thrombus could not be determined due to insufficient clinical details. The pump was not returned for investigation. Data log shows that flow dropped 10 minutes into the case run, accompanied by an active suction alarm. Pump motor current dropped without any reported spike. No abnormalities were observed on the purge parameters. The cause of the low pump flow issue was not determined, as the device was not returned for investigation and sufficient clinical information. The device passed all post sterile inspection checks.

Event description:
The complainant had placed an impella cp to support the patient being worked up for an aortic valve surgery. The pump was placed and the physician was made aware of the suspicion for clot entrainment in the impella. The pump dropped low. The physician agreed given the patient's previous clotting instances and factor v leiden disorder. The decision was made by the physician to remove the current impella and not placed with another as the risk of another clot was extremely high. Additional information was received. It was determined that the patient's factor v disorder was to be the etiology of the impella clot. No clot was observed on the impella after explant. It is believed that the impella clot was possibly embolized. However, the could not be determined conclusively. The patient had a clot that formed in his left coronary artery from the guide catheter prior to impella placement (which was the reason the patient had cardiac arrest). All arterial access sited were closed and the cardiac catheterization lab aborted as a precaution due to the patient's factor v hypercoagulation. Systemic anticoagulation was started after the incident. It was determined that the patient was too high of risk for another clot to place another impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."